Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross dilator is being submitted. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation procedure, a versacross connect for faradrive was selected for use. The physician gained venous access. Sheaths and catheters were inserted. During transseptal access physician was having a hard time getting the faradrive versacross connect situated onto the septum. There were issues with visualizing the versacross wire and getting it into an adequate spot to see tenting. The physician attempted to rf the septum several times before successfully gaining access to the left atrium. While pre mapping the anesthesia team announced that blood pressure had dropped which was treated. The physician stated to let him know if there are more hemodynamic changes and proceeded with the case. After pre mapping, the farawave catheter was placed into the body to begin ablating. After delivering 4 flowers to the left superior pulmonary vein (lspv), the pressure dropped more. The physician checked intracardiac echocardiography (ice) and there was an effusion noted. The ablation catheter was in the body for about three minutes before pericardiocentesis began. The procedure was aborted. The patient was kept hospitalized and has been discharged. Patient had difficult anatomy and the physician does not believe the device caused complication. Act was therapeutic. The device is not expected to be returned for analysis (disposed).